Event description:
Facility reported that the pt described "a funny taste in the mouth, burning and tingling sensations running down the arms and legs." The treatment was discontinued and the pt resumed and finished the treatment on a dry pack dialyzer on a different dialysis machine without further incident. No medical intervention. Functional test on the dialysis machine did not indicate a machine malfunction. The sample is available for examination. Medwatch filed on "may have caused or contributed to serious injury".